Event description:
It was reported that a few days post implant a dft test was not successful. The patient was induced, but the device did not rescue the patient successfully. The lead was explanted. Induction testing with new lead and ICD was successful and resolved by allowing anti-arrhythmic drug dosage to drop.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.